Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains with the site and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was admitted to floor for hemoglobin (hgb) of 6.6 with presumed gastrointestinal (gi) bleed on (B)(6) 2017. Gi was consulted for further workup. Patient was planned for colonoscopy and endoscopy and underwent the procedure on (B)(6) 2017. During the procedure, patient was found to have a duodenal diverticular bleed. They attempted to treat endoscopically but were unable. Patient was urgently taken to interventional radiology (ir) for embolization, which she tolerated. Colonoscopy was abandoned at the time of the gi procedure as bleed was located. Patient returned to the floor where hemoglobin and hematocrit (h/h) was monitored and remained stable. Patient was started on gi protocol heparin drip (gtt) and bridged to therapeutic coumadin. Patient was stated to now be stable for discharge.  Anemia with likely gastrointestinal bleed (gib) and with positive hemoccult. It was stated patient was ready for discharge to acute rehab today per physical therapy and occupational therapy (pt/ot) records. Patient will follow up in clinic 2 weeks after discharged from rehab. Continue weekly labs post-discharge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the clinical trial that on (B)(6) 2017, the patient¿s hematocrit (hct) was 20.1% (reference range was 36-47%), prothrombin time (pt) was 17.9 seconds (reference range 11.6-14.2 seconds), inr was 1.5, partial thromboplastin time (ptt) was 36.5 seconds (reference range 24.0-34.0 sec), and platelet count was 266x10*3/ul (reference range 150-450x10*3/ul). On (B)(6) 2017, she was transfused with 2 units of packed rbcs. On (B)(6) 2017, hgb increased to 9.2 g/dl and hct increased to 26.9%. On (B)(6) 2017, hgb was 8.6 g/dl and hct was 25.6%. On (B)(6) 2017, hgb was 7.5 g/dl and hct was 22.9%. Patient taken to interventional radiology (ir) for embolization. Mesenteric angiogram with coil embolization of the gastroduodenal artery was successfully performed. Focus of active arterial hemorrhage arising from a branch of the inferior pancreaticoduodenal artery was also successfully embolized with micro coils. It was stated that the patient tolerated the procedure and was given 1 unit of packed red blood cells (rbcs). On (B)(6) 2017, hgb was 8.7 g/dl and hct was 25.4%. On (B)(6) 2017, hgb was 7.8 g/dl and hct was 23.1%. On (B)(6) 2017, hgb was 8.1 g/dl and hct was 23.7%. On (B)(6) 2017, hgb was 8.7 g/dl and hct was 26.1%. On (B)(6) 2017, hgb was 7.8 g/dl and hct was 23.7%. On (B)(6) 2017, hgb was 8.4 g/dl and hct was 25.8%. On (B)(6) 2017, hgb was 8.2 g/dl, hct was 25.5%, pt was 25.3 seconds, international normalized ratio (inr) was 2.4, ptt was 43.8 seconds, and platelet count was 377x10*3/ul. Patient was discharged to acute care facility and on (B)(6) 2017, she was again admitted for anemia and melena. On (B)(6) 2017, hgb dropped to 6.9 g/dl. Patient was transfused with 1 unit of packed rbcs. Patient underwent small bowel enteroscopy which showed a single agnioectasia with bleeding in the third portion of the duodenum. The area was successfully treated with argon plasma coagulation (apc). On (B)(6) 2017, hgb was 8.2 g/dl. It was stated that the issue was resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the site that the issue was resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the clinical study site that the patient presented on (B)(6) 2017 with anemia, patient was hospitalized on (B)(6) 2017 and began drug treatment on (B)(6) 2017. It was also stated that the patient was discharged on (B)(6) 2017, and readmitted on (b)6) 2017 for another anemia episode. Patient reports showing symptoms since (B)(6) 2017 duodenal diverticular bleed discovered on (B)(6) 2017 during enteroscopy. Argon plasma coagulation (apc) used to treat bleed. Patient was then discharged on (B)(6) 2017. Will update resolution as pt seeks follow-up appointment. No further patient complications have been reported as a result of this event. <(><<)>end>.

Manufacturer narrative:
Date of event: (B)(6) 2017. Remove date of: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the site that the patient was admitted to floor for hemoglobin (hgb) of 6.6 with presumed gastrointestinal (gi) bleed. Gi was consulted for further workup. Patient was planned for colonoscopy and endoscopy and underwent the procedure on (B)(6) 2017.